Event description:
It was reported that a message "diagnostics invalid." Appeared. The device was programmed back to nominal settings and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.